Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing was unable to be performed due to the receiver not turning on. The receiver case was opened for further evaluation. The battery was removed and replaced with a known good battery and the receiver turned on. A visual interior inspection was performed and found that the battery component was defective.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.